Event description:
The customer's basic service software is turned off. This will not allow the customer to perform any calibrations that will allow radiation control and also the ability to optimize the image quality. The ability to change the x-ray tube and perform alignments are locked by a password. Ge knows of the issues and still has not addressed this on their units throughout the us. The scanner is the optima 660 series.